Manufacturer narrative:
Complaint statement (B)(4): a date of the event could not be obtained from the customer. No samples were received for evaluation. Received customer pictures. We have no further complaints for either material/batch. We have no remaining inventory of either material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states gel is not staying put. Customer receives spun specimens from many sites. All sites are not standardized on the same centrifuge. Some sites have swing and some have slant spin centrifuges. Speed is 1100g for 15-20 minutes. Fixed angle centrifuges are drucker 614b, single preset 1100 g-force.